Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.4; laboratory inr: 2.0. The time between testing was thirty (30) minutes. Therapeutic range 2.0 - 2.5 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: device was expected to be returned, however as of 03/06/2015 device has not been received. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The product associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned monitor met functional and thermistor testing requirements during investigation. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.